Manufacturer narrative:
It was reported by the customer's wife that the rollator's left handle did not secure when the height was adjusted. When the customer was walking using this rollator, the left handle slid down, rollator rolled forward, and left front wheel popped off resulting in the customer falling. The customer was brought to the hospital where she stayed overnight for right collarbone fracture, hematoma to right neck and chest, and 10 stitches to a right elbow laceration. The stitches to her right elbow were removed with no complications and she is currently wearing a sling for her collarbone fracture. The sample has been returned and evaluated. The sample was found to be in used condition, the handles were set at the highest position, the brakes are working properly, and all wheels are attached to the wheel assembly. The complaint is unconfirmed. A root cause cannot be determined at this time. Due to the reported incident and need for medical intervention, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the customer fell while using rollator.